Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2003, the patient was admitted with pre-op diagnosis of recurrent disc herniation with spinal instability , l4-s1. The patient underwent following operations : re-do laminectomy discectomy l4-5 and l5-s1. Posterior lumbar interbody fusion l4-5 and l5-s1. Lateral transverse process fusion l4-5 and l5-s1. Shaping structural allograft , morselized lumbar autograft with bmp , l4-5 and l5-s1. Pedicle screw instrumentation l4-5 and l5-s1 . Per op notes, "...the incision was made and attention was made to l4-l5 level where curettes and scissors were used to scrape the cartilaginous endplates for placement of interbody bone. Following this , making sure the morselized autograft and bmp was impacted into the interspace followed by pieces of allograft fibula , giving a solid fit. This procedure was repeated at the l5-s1 level. Following this , the transverse process of l4-5 and the sacral ala were sharply decorticated and a mixture of autograft and rhbmp-2/acs packed laterally , completing the lateral transverse process fusion. A 6.5 pedicle screw were placed in l4,l5, and s1 under direct visualization ." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.